Event description:
Provider reports that the upholstery is so tight on the chair that it is making the seat rails unable to engage the hblocks without adding weight, and this causes the chair to have a negative camber.